Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, sent a replacement with updated software, and provided instructions for returning the problematic pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.